Manufacturer narrative:
One photo regarding a bd safetyglide needle (item #305916 lot #3320361) was provided. It shows a needle assembly with the safety mechanism activated. The top part of the safety mechanism is missing, and the needle appears to be out of the needle hub. No other information could be obtained from the photo. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. With no physical sample analysis, a probable root cause could not be offered. A device history record review was completed for provided lot number 3320361 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material # 305916 batch # 3320361 it was reported that the safetyglide needle safety mechanism was broken. The following information was provided by the initial reporter: "while initiating safety glide, the needle bentout and popped off the syringe." Verbatim: rcc received a complaint via email. Email(s) attached. Bd safety glide needle 25 g 1 inch and expires 10/31/2028 ma administered the vaccine. While initiating safety glide, the needle bentout and popped off the syringe. Bd safety glide needle 25 g 1 inch manufacture: becton dickinson (bd) lot 3320361 expires 10/31/2028 additional information provided: 1. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm or injury. However, when the healthcare provider used the needle the safety malfunctioned for this lot and a near miss for a needle stick. After administration, the safety bends, and the safety doesn't protect the needle. Additionally, the needle pops out from the connector of the vaccine which can also cause a needle stick. See picture: 2. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? The bd safety glide needles 25g 1 inch lot 3320361 expires 10/31/2028 were pulled off the clinic floor and returned to (B)(6) supply manager.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.